Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated and was visualized perforated through the right cornual region of the uterus/ migration of essure device (abdomen or lower pelvic region)"), fallopian tube perforation ("perforation (fallopian tube)"), procedural complication ("hit the abdominal aorta during surgery/ laceration aorta") and retroperitoneal haematoma ("large retroperitoneal hematoma") in a 37-year-old female patient who had essure (batch no. B60749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 1998 and (B)(6) 2013), ectopic pregnancy, abortion, smoker, amenorrhea, anemia, breast lump removal, ankle operation, alcohol use, urinary tract infection, difficulty sleeping, anxiety and colposcopy. She reports that she smokes 2 packs and no current alcohol use. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, vaginitis, vaginal irritation, bacterial vaginosis, genital bleeding, endometrial biopsy, itching, yeast infection, vulval irritation, vaginitis, cervical cancer, irritable bowel syndrome, ovarian carcinoma and abdominal distension. Family history included diabetes (paternal grandfather, paternal grandmother), breast cancer (maternal grandmother, maternal aunt) and hypertension (paternal grandfather, paternal grandmother). Concomitant products included ferrous sulfate, hydroxyzine hydrochloride (vistaril), ibuprofen since (B)(6) 2013, metronidazole, prenatal and pyridoxine. On an unknown date, the patient started fluconazole at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/horrible periods with huge clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urticaria ("hives"). On (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced procedural complication (seriousness criterion medically significant), retroperitoneal haematoma (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain/ lower-right abdominal pain (with period and ovulation every month and 7-9 out of 10)/constant, severe pain on lower abdomen"), back pain ("severe back pain"), the second episode of dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), depression ("depression"), dysuria ("dysuria"), hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), vulvovaginal hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), paraesthesia ("numbness/tingling in my legs"), pain in extremity ("leg pain/ thigh pain"), fatigue ("fatigue"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and haematuria ("blood in urine"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy involving abdominal aortic repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, the last episode of dyspareunia, alopecia and menstrual disorder had resolved and the fallopian tube perforation, procedural complication, retroperitoneal haematoma, vaginal haemorrhage, depression, urticaria, headache, migraine, nausea, dysuria, pelvic pain, vaginal discharge, hypoaesthesia, vulvovaginal hypoaesthesia, paraesthesia, pain in extremity, fatigue, dysfunctional uterine bleeding and haematuria outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, haematuria, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, procedural complication, retroperitoneal haematoma, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal hypoaesthesia, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure coils were seen perforating the right cornual region of the uterus, and da vinci hysterectomy was abandoned. Physician proceeded with a total abdominal hysterectomy with bilateral salpingo-oophorectomy instead. Additionally, physician hit the abdominal aorta during surgery. Estimated blood loss was 1000 ml diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan - on (B)(6) 2016: visualized bilateral essure coils properly placed on (B)(6) 2014, hysterosalpingogram- bilateral fallopian tube occlusion by essure coils. No clear evidence for spillage of contrast into the peritoneal cavity on (B)(6) 2013, serum pregnancy was negative on (B)(6) 2013, transvaginal us- normal size fundus; there is a nabothian cyst present. The adnexae are normal size. On (B)(6) 2016, surgical pathology: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: essure devices identified bilaterally in proximal portions of fallopian tubes. Superficial adenomyosis. Secretory endometrium. Cystic, hemorrhagic corpus luteum of left ovary. Cystic follicles, bilateral ovaries. Paratubal cysts. Comment: essure device in the right fallopian tube is partially exposed along the serosal surface over virtually the entire length of the device. Both of the devices were removed in a cork screw manner and the tubes were entirely submitted with no evidence of salpingitis or neoplasm. A small intraluminal calcification was noted in the right fallopian tube. On (B)(6) 2016, ultrasound: uterus: 9 x 5 x 6 cm with essure coils in place & unremarkable ovaries, uterus is of normal size and position essure seen in proper position bilat. Concerning the injuries reported in this case, the following one were reported via medical records events dysfunctional uterine bleeding and also confirming events vaginal bleeding, pain during intercourse, vaginal discharge, dysuria, low back pain, migraines, hives, fatigue, numbness in vagina area, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil had migrated and was visualized perforated through the right cornual region of the uterus/ migration of essure device (abdomen or lower pelvic region)'), fallopian tube perforation ('perforation (fallopian tube)'), vascular procedure complication ('hit the abdominal aorta during surgery/ laceration aorta') and retroperitoneal haematoma ('large retroperitoneal hematoma') in a 37-year-old female patient who had essure (batch no. B60749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 1998 and (B)(6) 2013)), ectopic pregnancy, abortion, smoker, amenorrhea, anemia, breast lump removal, ankle operation, alcohol use, urinary tract infection, difficulty sleeping, anxiety and colposcopy. She reports that she smokes 2 packs and no current alcohol use. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, vaginitis, vaginal irritation, bacterial vaginosis, genital bleeding, endometrial biopsy, itching, yeast infection, vulval irritation, vaginitis, cervical cancer, irritable bowel syndrome, ovarian carcinoma and abdominal distension. Family history included diabetes (paternal grandfather, paternal grandmother), breast cancer (maternal grandmother, maternal aunt) and hypertension (paternal grandfather, paternal grandmother). Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal), ferrous sulfate, fluconazole, hydroxyzine hydrochloride, ibuprofen since (B)(6) 2013, metronidazole and pyridoxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/horrible periods with huge clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urticaria ("hives"). On (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). On an unknown date, the patient experienced vascular procedure complication (seriousness criterion medically significant), retroperitoneal haematoma (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain/ lower-right abdominal pain (with period and ovulation every month and 7-9 out of 10)/constant, severe pain on lower abdomen"), back pain ("severe back pain"), the second episode of dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), depression ("depression"), dysuria ("dysuria"), hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), genital hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), paraesthesia ("numbness/tingling in my legs"), pain in extremity ("leg pain/ thigh pain"), fatigue ("fatigue"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), haematuria ("blood in urine") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy involving abdominal aortic repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, the last episode of dyspareunia, alopecia and menstrual disorder had resolved and the fallopian tube perforation, vascular procedure complication, retroperitoneal haematoma, vaginal haemorrhage, depression, urticaria, headache, migraine, nausea, dysuria, pelvic pain, vaginal discharge, hypoaesthesia, genital hypoaesthesia, paraesthesia, pain in extremity, fatigue, dysfunctional uterine bleeding, haematuria and allergy to metals outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, genital hypoaesthesia, haematuria, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, retroperitoneal haematoma, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vascular procedure complication, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure coils were seen perforating the right cornual region of the uterus, and da vinci hysterectomy was abandoned. Physician proceeded with a total abdominal hysterectomy with bilateral salpingo-oophorectomy instead. Additionally, physician hit the abdominal aorta during surgery. Estimated blood loss was 1000 ml diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan - on (B)(6) 2016: results: visualized bilateral essure coils properly placed. On (B)(6) 2014, hysterosalpingogram- bilateral fallopian tube occlusion by essure coils. No clear evidence for spillage of contrast into the peritoneal cavity on (B)(6) 2013, serum pregnancy was negative on (B)(6) 2013, transvaginal us- normal size fundus; there is a nabothian cyst present. The adnexae are normal size. On (B)(6) 2016, surgical pathology: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: essure devices identified bilaterally in proximal portions of fallopian tubes. Superficial adenomyosis. Secretory endometrium. Cystic, hemorrhagic corpus luteum of left ovary. Cystic follicles, bilateral ovaries. Paratubal cysts. Comment: essure device in the right fallopian tube is partially exposed along the serosal surface over virtually the entire length of the device. Both of the devices were removed in a cork screw manner and the tubes were entirely submitted with no evidence of salpingitis or neoplasm. A small intraluminal calcification was noted in the right fallopian tube. On (B)(6) 2016, ultrasound: uterus: 9 x 5 x 6 cm with essure coils in place & unremarkable ovaries, uterus is of normal size and position essure seen in proper position bilat. Concerning the injuries reported in this case, the following one were reported via medical records events dysfunctional uterine bleeding and also confirming events vaginal bleeding, pain during intercourse, vaginal discharge, dysuria, low back pain, migraines, hives, fatigue, numbness in vagina area, abdominal pain and pelvic pain. Batch no b60749 production date 2013-08-12 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated and was visualized perforated through the right cornual region of the uterus/ migration of essure device (abdomen or lower pelvic region) "), fallopian tube perforation ("perforation (fallopian tube)") and aortic injury ("hit the abdominal aorta during surgery/ laceration aorta") in a 37-year-old female patient who had essure (batch no. B60749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1998 and (B)(6) 2013)), ectopic pregnancy, abortion, smoker, amenorrhea, anemia, breast lump removal, ankle operation, alcohol use, urinary tract infection, difficulty sleeping, anxiety and colposcopy. She reports that she smokes 2 packs and no current alcohol use. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, vaginitis, vaginal irritation, bacterial vaginosis, genital bleeding, endometrial biopsy, itching, yeast infection, vulval irritation, vaginitis, cervical cancer, irritable bowel syndrome, ovarian carcinoma and abdominal distension. Family history included diabetes (paternal grandfather, paternal grandmother), breast cancer (maternal grandmother, maternal aunt) and hypertension (paternal grandfather, paternal grandmother). Concomitant products included ferrous sulfate, hydroxyzine hydrochloride (vistaril), ibuprofen since (B)(6) 2013, metronidazole, prenatal and pyridoxine. On an unknown date, the patient started fluconazole at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/horrible periods with huge clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urticaria ("hives"). On (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced aortic injury (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ lower-right abdominal pain (with period and ovulation every month and 7-9 out of 10)/constant, severe pain on lower abdomen"), back pain ("severe back pain"), the second episode of dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), depression ("depression"), dysuria ("dysuria"), retroperitoneal haematoma ("large retroperitoneal hematoma"), hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), paraesthesia ("numbness/tingling in my legs"), pain in extremity ("leg pain/ thigh pain"), fatigue ("fatigue"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and haematuria ("blood in urine"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy involving abdominal aortic repair) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy involving abdominal aortic repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, menorrhagia, back pain, the last episode of dyspareunia, alopecia and menstrual disorder had resolved and the fallopian tube perforation, aortic injury, vaginal haemorrhage, depression, urticaria, headache, migraine, nausea, dysuria, retroperitoneal haematoma, vaginal discharge, hypoaesthesia, paraesthesia, pain in extremity, fatigue, dysfunctional uterine bleeding and haematuria outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain, alopecia, aortic injury, back pain, depression, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, haematuria, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, retroperitoneal haematoma, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure coils were seen perforating the right cornual region of the uterus, and da vinci hysterectomy was abandoned. Physician proceeded with a total abdominal hysterectomy with bilateral salpingo-oophorectomy instead. Additionally, physician hit the abdominal aorta during surgery. Estimated blood loss was 1000 ml . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan - on (B)(6) 2016: visualized bilateral essure coils properly placed on (B)(6) 2014, hysterosalpingogram- bilateral fallopian tube occlusion by essure coils. No clear evidence for spillage of contrast into the peritoneal cavity on (B)(6) 2013, serum pregnancy was negative on (B)(6) 2013, transvaginal us- normal size fundus; there is a nabothian cyst present. The adnexae are normal size. On (B)(6) 2016, surgical pathology: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: essure devices identified bilaterally in proximal portions of fallopian tubes. Superficial adenomyosis. Secretory endometrium. Cystic, hemorrhagic corpus luteum of left ovary. Cystic follicles, bilateral ovaries. Paratubal cysts. Comment: essure device in the right fallopian tube is partially exposed along the serosal surface over virtually the entire length of the device. Both of the devices were removed in a cork screw manner and the tubes were entirely submitted with no evidence of salpingitis or neoplasm. A small intraluminal calcification was noted in the right fallopian tube. On (B)(6) 2016, ultrasound: uterus: 9 x 5 x 6 cm with essure coils in place & unremarkable ovaries, uterus is of normal size and position essure seen in proper position bilat. Concerning the injuries reported in this case, the following one were reported via medical records events dysfunctional uterine bleeding and also confirming events vaginal bleeding, pain during intercourse, vaginal discharge, dysuria, low back pain, migraines, hives, fatigue, numbness in vagina area, abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication,lab tests, lot number were added.vaginal haemorrhage, depression, urticaria, headache, migraine, nausea, dysuria, retroperitoneal haematoma, dyspareunia, pelvic pain, vaginal discharge, hypoaesthesia, paraesthesia, pain in extremity, fatigue, dysfunctional uterine bleeding, haematuria were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil had migrated and was visualized perforated through the right cornual region of the uterus/ migration of essure device (abdomen or lower pelvic region)'), fallopian tube perforation ('perforation (fallopian tube)'), vascular procedure complication ('hit the abdominal aorta during surgery/ laceration aorta') and retroperitoneal haematoma ('large retroperitoneal hematoma') in a 37-year-old female patient who had essure (batch no. B60749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1998 and (B)(6) 2013)), ectopic pregnancy, abortion, smoker, amenorrhea, anemia, breast lump removal, ankle operation, alcohol use, urinary tract infection, difficulty sleeping, anxiety and colposcopy. She reports that she smokes 2 packs and no current alcohol use. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, vaginitis, vaginal irritation, bacterial vaginosis, genital bleeding, endometrial biopsy, itching, yeast infection, vulval irritation, vaginitis, cervical cancer, irritable bowel syndrome, ovarian carcinoma and abdominal distension. Family history included diabetes (paternal grandfather, paternal grandmother), breast cancer (maternal grandmother, maternal aunt) and hypertension (paternal grandfather, paternal grandmother). Concomitant products included ferrous sulfate, fluconazole, hydroxyzine hydrochloride, ibuprofen since (B)(6) 2013, metronidazole, minerals nos;vitamins nos and pyridoxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/horrible periods with huge clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urticaria ("hives"). On (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). On an unknown date, the patient experienced vascular procedure complication (seriousness criterion medically significant), retroperitoneal haematoma (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain/ lower-right abdominal pain (with period and ovulation every month and 7-9 out of 10)/constant, severe pain on lower abdomen"), back pain ("severe back pain"), the second episode of dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), depression ("depression"), dysuria ("dysuria"), hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), genital hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), paraesthesia ("numbness/tingling in my legs"), pain in extremity ("leg pain/ thigh pain"), fatigue ("fatigue"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), haematuria ("blood in urine") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy involving abdominal aortic repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, the last episode of dyspareunia, alopecia and menstrual disorder had resolved and the fallopian tube perforation, vascular procedure complication, retroperitoneal haematoma, vaginal haemorrhage, depression, urticaria, headache, migraine, nausea, dysuria, pelvic pain, vaginal discharge, hypoaesthesia, genital hypoaesthesia, paraesthesia, pain in extremity, fatigue, dysfunctional uterine bleeding, haematuria and allergy to metals outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, genital hypoaesthesia, haematuria, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, retroperitoneal haematoma, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vascular procedure complication, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure coils were seen perforating the right cornual region of the uterus, and da vinci hysterectomy was abandoned. Physician proceeded with a total abdominal hysterectomy with bilateral salpingo-oophorectomy instead. Additionally, physician hit the abdominal aorta during surgery. Estimated blood loss was 1000 ml diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan - on (B)(6) 2016: results: visualized bilateral essure coils properly placed. On (B)(6) 2014, hysterosalpingogram- bilateral fallopian tube occlusion by essure coils. No clear evidence for spillage of contrast into the peritoneal cavity on (B)(6) 2013, serum pregnancy was negative on (B)(6) 2013, transvaginal us- normal size fundus; there is a nabothian cyst present. The adnexae are normal size. On (B)(6) 2016, surgical pathology: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: essure devices identified bilaterally in proximal portions of fallopian tubes. Superficial adenomyosis. Secretory endometrium. Cystic, hemorrhagic corpus luteum of left ovary. Cystic follicles, bilateral ovaries. Paratubal cysts. Comment: essure device in the right fallopian tube is partially exposed along the serosal surface over virtually the entire length of the device. Both of the devices were removed in a cork screw manner and the tubes were entirely submitted with no evidence of salpingitis or neoplasm. A small intraluminal calcification was noted in the right fallopian tube. On (B)(6) 2016, ultrasound: uterus: 9 x 5 x 6 cm with essure coils in place & unremarkable ovaries, uterus is of normal size and position essure seen in proper position bilat. Concerning the injuries reported in this case, the following one were reported via medical records events dysfunctional uterine bleeding and also confirming events vaginal bleeding, pain during intercourse, vaginal discharge, dysuria, low back pain, migraines, hives, fatigue, numbness in vagina area, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "allergic to nickel", new reporter added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated and was visualized perforated through the right cornual region of the uterus/ migration of essure device (abdomen or lower pelvic region)"), fallopian tube perforation ("perforation (fallopian tube)"), procedural complication ("hit the abdominal aorta during surgery/ laceration aorta") and retroperitoneal haematoma ("large retroperitoneal hematoma") in a 37-year-old female patient who had essure (batch no. B60749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1998 and (B)(6) 2013)), ectopic pregnancy, abortion, smoker, amenorrhea, anemia, breast lump removal, ankle operation, alcohol use, urinary tract infection, difficulty sleeping, anxiety and colposcopy. She reports that she smokes 2 packs and no current alcohol use. Concurrent conditions included overweight, drug allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, vaginitis, vaginal irritation, bacterial vaginosis, genital bleeding, endometrial biopsy, itching, yeast infection, vulval irritation, vaginitis, cervical cancer, irritable bowel syndrome, ovarian carcinoma and abdominal distension. Family history included diabetes (paternal grandfather, paternal grandmother), breast cancer (maternal grandmother, maternal aunt) and hypertension (paternal grandfather, paternal grandmother). Concomitant products included ferrous sulfate, hydroxyzine hydrochloride (vistaril), ibuprofen since (B)(6) 2013, metronidazole, prenatal and pyridoxine. On an unknown date, the patient started fluconazole at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/horrible periods with huge clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urticaria ("hives"). On (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced procedural complication (seriousness criterion medically significant), retroperitoneal haematoma (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain/ lower-right abdominal pain (with period and ovulation every month and 7-9 out of 10)/constant, severe pain on lower abdomen"), back pain ("severe back pain"), the second episode of dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), depression ("depression"), dysuria ("dysuria"), hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), vulvovaginal hypoaesthesia ("numbness in my legs/ numbness in the vaginal area"), paraesthesia ("numbness/tingling in my legs"), pain in extremity ("leg pain/ thigh pain"), fatigue ("fatigue"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and haematuria ("blood in urine"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy involving abdominal aortic repair) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy involving abdominal aortic repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, the last episode of dyspareunia, alopecia and menstrual disorder had resolved and the fallopian tube perforation, procedural complication, retroperitoneal haematoma, vaginal haemorrhage, depression, urticaria, headache, migraine, nausea, dysuria, pelvic pain, vaginal discharge, hypoaesthesia, vulvovaginal hypoaesthesia, paraesthesia, pain in extremity, fatigue, dysfunctional uterine bleeding and haematuria outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, haematuria, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, procedural complication, retroperitoneal haematoma, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal hypoaesthesia, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure coils were seen perforating the right cornual region of the uterus, and da vinci hysterectomy was abandoned. Physician proceeded with a total abdominal hysterectomy with bilateral salpingo-oophorectomy instead. Additionally, physician hit the abdominal aorta during surgery. Estimated blood loss was 1000 ml diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan - on (B)(6) 2016: visualized bilateral essure coils properly placed on (B)(6) 2014, hysterosalpingogram- bilateral fallopian tube occlusion by essure coils. No clear evidence for spillage of contrast into the peritoneal cavity. On (B)(6) 2013, serum pregnancy was negative. On (B)(6) 2013, transvaginal us- normal size fundus; there is a nabothian cyst present. The adnexae are normal size. On (B)(6) 2016, surgical pathology: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: essure devices identified bilaterally in proximal portions of fallopian tubes. Superficial adenomyosis. Secretory endometrium. Cystic, hemorrhagic corpus luteum of left ovary. Cystic follicles, bilateral ovaries. Paratubal cysts. Comment: essure device in the right fallopian tube is partially exposed along the serosal surface over virtually the entire length of the device. Both of the devices were removed in a cork screw manner and the tubes were entirely submitted with no evidence of salpingitis or neoplasm. A small intraluminal calcification was noted in the right fallopian tube. On (B)(6) 2016, ultrasound: uterus: 9 x 5 x 6 cm with essure coils in place & unremarkable ovaries, uterus is of normal size and position essure seen in proper position bilat. Concerning the injuries reported in this case, the following one were reported via medical records events dysfunctional uterine bleeding and also confirming events vaginal bleeding, pain during intercourse, vaginal discharge, dysuria, low back pain, migraines, hives, fatigue, numbness in vagina area, abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the event numbness in my legs/ numbness in the vaginal area was split to meddra llt numbness in leg and vulvovaginal hypoaesthesia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated and was visualized perforated through the right cornual region of the uterus") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and menstrual disorder ("abnormal menstrual bleeding "). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia and menstrual disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2016: visualized bilateral essure coils properly placed incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.